Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 356 mg/dl at the time of the incident. Customer declined to troubleshoot the high blood glucose and treated with injections. While preparing to troubleshoot, customer found that the battery cap was not screwed on completely. Customer put the battery cap on correctly and pump came back on and gave power loss alarm. Customer also found that, she had received low battery and pump battery depleted during the night. The insulin pump will not be returned for analysis.